Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens with 18.5 diopter (extended 1.5 diopters of focus) lens was replaced with a non-company monofocal, 18.5 diopter lens. Information was provided the patient's vision improved with the standard monofocal lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, difficulties focusing. Clinical reason being the same. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested and received stating that the lens was exchanged for a non company lens. Lens explanted because the patient's vision was irreconcilably blurred with associated inability to focus vision, attributed to the vivity extended depth of focus lens. Symptoms improved. Pco (posterior capsular opacification) has been observed. This file belongs to the right eye.